Manufacturer narrative:
Device lot number is unavailable. UDI not available for this instrument. No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the thoracic clamp had a worn screw and the screw hole was damaged. There was no patient present when this issue was identified.

Manufacturer narrative:
The clamp was returned to the manufacturer for analysis. Analysis found that the adjustment screw threads were damaged near the tip of the returned clamp. There was a nick in the threads causing difficulty in the travel when the clamp face was almost completely open. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.